Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implantable pump. It was reported that the patient had presented to the clinic on (B)(6) 2014 for reprogramming and refill of their pump. It had been noted the patient had increased tone. The physician had been tapering the patient off infusion baclofen and planned to switch to oral medication. During the visit the plan had been to fill the pump with saline and put the pump in minimal rate so that once completely tapered off the infusion the patient's mother could decide if they wanted to restart infusion or remove the pump in the future. While interrogating the pump the expected reservoir volume had been 2.1 ml and the actual reservoir volume had been 40 ml. This had showed severe pump delivery malfunction and that the patient had not received any medication since their last refill.